Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient claim was received. Patient had complications after october 14 surgery. Patient had internal bleeding, and has been hospitalized since the revision, during that time the hip failed. Patient has had over 80 blood transfusions because bleeding will not stop. Leg was amputated (B)(6) 2015 due to uncontrolled bleeding.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec¿d 02/03/2017- litigation papers received. Litigation states patient passed away (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 17, 2017: litigation received. In addition to what was previously alleged, pfs alleges that the patient underwent revision and the bleeding and swelling did not subside, and doctors observed a likely hematoma formation. After review of the medical records for MDR reportability, it was stated that the MRI revealed hemorrhagic, metastatic lesions in his brain. Lot information were provided. This complaint was updated on: may 26, 2017.